Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the vitrector was not cutting during a vitrectomy procedure. The surgery was completed on the same day after the product was replaced with another one. The suspect product had patient contact, but there was no impact on the patient. Additional information was requested and non-received till date.